Event description:
It was reported that a patient experienced an atrial fibrillation (a fib) as a worsening of a previous condition twenty-eight (28) days following a pulsed field ablation procedure with a farawave catheter. A repeat ablation (rf) was performed. The repeat ablation was carried out at the sub-tricuspid valve inferior vena cava isthmus and other sites. The patient was reported to have improved. No further issues were reported. The farawave catheter used during the initial procedure was disposed and is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced an atrial fibrillation (a fib) as a worsening of a previous condition twenty-eight (28) days following a pulsed field ablation procedure with a farawave catheter. A repeat ablation (rf) was performed. The repeat ablation was carried out at the sub-tricuspid valve inferior vena cava isthmus and other sites. The patient was reported to have improved. No further issues were reported. The farawave catheter used during the initial procedure was disposed and not returned for analysis.

Manufacturer narrative:
H6: device codes- corrected to include off label use code as the device is indicated for pulmonary vein isolation where the device in this event was used to ablate the sub-tricuspid valve inferior vena cava isthmus. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.